Event description:
A report received from the USA stated the device will not secure the cutter. The device was not being used in a surgery. It is unknown if injury or medical intervention were reported. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. Ref: (B)(4).